Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence secondary to urethral hypermobility. It was reported that following insertion the patient experienced multiple infections, vaginal protrusion, husband was cut during intercourse by protruding mesh, constant bacterial infections, fecal incontinence, vaginal discharge and back pain, bacterial infection, constant itching and burning sensation and intercourse was painful for both. It was reported the patient experienced erosion of mesh (B)(6) 2012. It was reported that patient underwent mesh removal in 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/02/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh due to polymenorrhea and dysmenorrhea, adenomyosis and endometriosis.